Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient with an implantable pump. It was reported there was a patient with a pump seroma, which the hcp believed was increasing in size. The recent aspirate was not serious (it was cloudy), which had been sent for ¿csu.¿ clinically, there were no features of infection at all. Hcp was requesting the recommendation for refill; should the refill be continued or would the pump system need removal and re-implantation.